Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a clinical study via a healthcare provider (hcp). It was reported that during the urgent pump replacement secondary to the motor stall, a catheter dye study revealed abnormal dispersion. The device diagnosis was initially listed as catheter leakage; however, it was then updated to abnormal dye dispersion. Follow-up for clarification regarding the catheter's device diagnosis was performed. The existing distal portion of the catheter was tied off and a new catheter was implanted. The baclofen used in the pump at the time of the event was compounded. The outcome remained as resolved without sequelae as of (B)(6) 2016. The etiology was still reported as related to the device or therapy and not related to the implant procedure.

Event description:
Additional information received reported the device diagnosis was updated to suspected catheter issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a product surveillance registry on 08-jun-2016 and it was reported that there was not an identified catheter issue. The hcp did not like the way the dye dispersion looked, but did not identify a catheter issue.

Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) via a clinical study regarding a (B)(6) year-old, male patient who was receiving fentanyl 800mcg/ml at 359.31 mcg/day, bupivacaine 30mg/ml at 13.474 mg/day and baclofen 800mcg/ml (lot number unknown) at 359.31 mcg/day via an implantable pump for non-malignant pain and degenerative disc disease. The patient's medical history and concomitant medications were not reported. On (B)(6) 2016, the patient experienced withdrawal symptoms of increased pain, shaking and alternating sensations of hot and cold and he was scheduled for an urgent office visit on (B)(6) 2016. Interrogation revealed the pump motor had stalled without recovery on (B)(6) 2016 at 04:20. The patient was instructed to go to the emergency room from the clinic. The patient was scheduled for an emergent pump replacement the same day and the event resolved without sequelae. The etiology was reported as related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.